Event description:
The consumer reported that while using a bd ultra fine insulin pen needle, the needle broke off in her abdomen. The consumer when to the emergency department to be evaluated and received an x-ray. The x-ray was unable to locate the broken needle and the consumer was advised to leave it alone unless it became infected. Of note, the consumer does reuse her insulin pen needles and she was advised to discontinue doing so.

Manufacturer narrative:
It is unk if a sample is available for evaluation. A quality notification review has been done and there were no issues raised. If a sample is received it will be evaluated and upon completion of the investigation a supplemental report will be filed. (B)(4).